Manufacturer narrative:
On (B)(6) 2017, we were notified this lead was explanted on (B)(6) 2017. We received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation and deformations of the outer conductor coil. It is reasonable to assume that these damages resulted from the extraction procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the mechanical and electrical analysis of the lead proved to be within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported there were elevated ra and rv thresholds. It was noted that when the device first was checked, neither lv or rv leads were capturing and that everything had pulled back. Outputs were set high and everything was good. It is unclear which lead this report is on. Biotronik has no information in regards to a revision. Should additional information become available this file will be updated.